Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The device was leak tested three (3) times but passed testing. Debris was observed on the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope was observed to be leaking prior to an unknown diagnostic procedure. The intended procedure was a regular maintenance procedure. The procedure was completed using a similar device. The procedure was not delayed more than 15 minutes. During the inspection and testing of the returned device, debris was observed on the nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 13-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported event cannot be conclusively determined. Based on the results of the investigation, the cause of foreign material was likely from one of the following: while brushing the air/water valve, the brush broke and bristles entered in the air/water nozzle. Reprocessing with using non-lint free gauze which caused the lint to enter the air/water channel and clogged in the air/water nozzle. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Function and inspection of the accessories for reprocessing channel cleaning brush (bw-20t): check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t): check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories brush the channels: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.